Manufacturer narrative:
A pcb device was returned for analysis. Visual examination revealed that the balloon was not folded, indicating that the device had been subjected to positive pressure. The rated burst pressure for this device is 10 atmospheres. The returned device was connected to an encore inflation unit, and positive pressure was applied. During this process, di water was observed leaking from a pinhole in the balloon, located approximately 12 mm distal to the proximal marker band. Further visual inspection showed no damage to the tip or blades; all blades were present and fully bonded to the balloon surface. Additionally, visual and tactile examination confirmed that the shaft exhibited no kinks or other damage.

Event description:
It was reported that a balloon rupture occurred. The target lesion, with 90% stenosis, was located in the mildly tortuous and non-calcified cephalic vein. A 5.00 mm x 2.0 cm x 90 cm otw peripheral cutting balloon (pcb) was advanced for dilatation. During vascular access intervention therapy, the first pcb ruptured during inflation at 10 atmospheres for 30 seconds and was removed. A second pcb of the same size was then used; however, it also ruptured during inflation. Despite these device failures, imaging confirmed successful dilatation, and the procedure was completed without patient complications.

Event description:
It was reported that a balloon rupture occurred. The target lesion, with 90% stenosis, was located in the mildly tortuous and non-calcified cephalic vein. During vascular access intervention therapy, a 5.00 mm x 2.0 cm x 90 cm otw peripheral cutting balloon (pcb) was advanced; however, the balloon ruptured during inflation at 10 atmospheres for 30 seconds and was removed. A second pcb of the same size was then used, but it also ruptured during inflation. Despite these device failures, imaging confirmed successful dilatation, and the procedure was completed without patient complications.